Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Given the information provided, the serious adverse events were deemed unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. Please refer to references. Streptococcus sanguinous is commonly found in the oral cavities of humans. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 5207 /mm3, polymorph cells = 69%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg (subsequent doses decreased to 1000 mg every 3 days) and fortaz 2000 mg to dwell for 8.0 hours daily (duration not provided). The patient¿s peritoneal effluent culture result returned positive for streptococcus sanguinis (date not provided), and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event. The patient was also prescribed topical nystatin powder for 28 days after receiving the peritoneal effluent culture results. The patient has recovered from the events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 19/dec/2023, during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 5207 /mm3, polymorph cells = 69%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with an initial loading dose of intraperitoneal (ip) vancomycin 2000 mg (subsequent doses decreased to 1000 mg every 3 days) and fortaz 2000 mg to dwell for 8.0 hours daily (duration not provided). The patient¿s peritoneal effluent culture result returned positive for streptococcus sanguinis (date not provided), and the patient¿s vancomycin was discontinued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event. The patient was also prescribed topical nystatin powder for 28 days after receiving the peritoneal effluent culture results. The patient has recovered from the events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue.